Event description:
It was reported by the distributor on may 28, 2026, there was an issue with a selenia dimensions mammography system, 3d. When the system was powered on, the c-arm moved upward without command and a pmc error was displayed. After unplugging the footswitch, the issue no longer occurred. Upon inspection, a small broken piece was found inside the footswitch, which likely caused the command to raise the c-arm to remain activated. The incident did not happen during a patient's procedure. No injury was reported to the user either. Our hologic technical service team reviewed the incident and confirmed that the issue was caused by a defective footswitch. The distributor¿s field service engineer replaced the footswitch assembly. After this intervention, the system was reported to operate normally. The distributor was advised to continue monitoring the system and to report any recurrence of the issue. No further information is currently available at this time.